Event description:
It was reported that during follow up, noise was observed. The leads were disconnected from the ICD and tested and manipulated; no noise was seen. When re-connected to the ICD, noise was noted again. Physician determined it was the ICD causing the noise. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the reported noise could not be determined.